Manufacturer narrative:
H3 other text : service by third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges asthma. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third party service center, the device was visually inspected and found blower foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the patient said the device caused health issues.

Manufacturer narrative:
The following correction has been updated in this report. Section "product problem" in box b has been updated/corrected to reflect adverse event. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section h6 health effect- impact code has been updated.